Manufacturer narrative:
The customers reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 210.6021. Account name: (B)(6). Account #: (B)(6). Asset name: 8100bd pump module v9.33.0.50. Asset location:(B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8100 module giving her a 210.6020 error. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: used (B)(4). Alaris instrument error 210.6020 / 210.6021. Recommended to replace keypad.